Event description:
It was reported that air bubbles and gaps were present in the infusion set tubing during pumping. The blood glucose level of the customer did not exceed 500 mg/dl, so there was no adverse impact. The customer decided to replace the cartridge themselves and planned to contact support for guidance when ready to proceed with the replacement, indicating no further assistance was needed at the time.